Manufacturer narrative:
UDI: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 (max air exceeded) occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during initial drain while the patient was connected. The patient had already disconnected, ended treatment, and removed the bags prior to calling. The technical service representative assisted with removing the cassette. The patient stated that they would start over with new supplies. It was unclear if the patient may have started the initial drain prior to connecting. The patient stated that they did not notice any leaks during setup and the patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.